Manufacturer narrative:
No sample was returned for evaluation. Analysis of the retain sample from the same master lot as lot 406501 confirmed the product as c3f8 and meets all release criteria.

Event description:
(B)(4) clinical trial study, center 03, subject (B)(6). A healthcare professional reported that a patient experienced mild postoperative secondary glaucoma in the right eye following pars plana vitrectomy+intravitreal injection + retinal laser photocoagulation+complex retinal detachment repair with internal tamponade. Pharmacotherapy was given, patient recovered.